Event description:
Pt was admitted with chest pain, shortness of breath and an abnormal stress test. Left heart catheterization revealed triple vessel disease including 60% lad lesion and 80% circumflex lesion and 95% rca lesion. He underwent successful drug-eluting stent placement of the proximal rca. An endeavor sprint otw coronary drug-eluting stent was implanted for treatment of a proximal rca lesion. Physician intended to treat a lesion in the 1st obtuse marginal with a second endeavor sprint otw coronary drug-eluting stent. Subsequently the cx vessel ruptured during the procedure. The pt subsequently went into electromechanical dissociation rather abruptly. The coronary angiogram showed free flow of blood and contrast material into the pericardium. The pt quickly suffered cardiac arrest and physician immediately started CPR. A pigtail catheter was placed percutaneously into the pericardium and blood was aspirated. The pt continued to struggle and was systemically anti-coagulated and placed on a heart and lung machine. Surgical intervention was performed. Surgeon determined that there was no clot or blood in the pericardium causing tamponade. Pt had poor flow. The pt's abdomen started to appear bigger and it was felt that there was a component of retroperitoneal bleeding. Pt still had a heart rhythm but was neurologically unresponsive, and developed an agonal breathing. Support was stopped at this stage. The pt passed later that day after resuscitation attempts were unsuccessful. Death diagnosis was reported as coronary artery rupture with subsequent cardiac tamponade. Investigator reported a possible relationship between the device and event. (Ref. MFR report# 2953200-2009-01201).

Manufacturer narrative:
Eval codes, results: (vessel rupture, death).